Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found that all of the components were in the pre-deployed position and there was dried blood observed on the device. During testing, the luminal marking test was performed and the marker lumen was patent; therefore, the reported experience could not be confirmed. Based on the investigation, the device was partially deployed and the root cause for the reported product experience could not be determined. No manufacturing or quality issue was detected. A query of the complaint database for this lot revealed no similar incidents with reported luminal marking failure. A review of the product lot history record did not reveal any nonconforming material records associated with this lot.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete.

Event description:
It was reported that a physician untrained in the use of the perclose proglide device attempted arteriotomy closure of a moderate to heavily calcified right common femoral artery after a diagnostic procedure. It was reported that there was no proper flow in the marker lumen. The device was removed. Manual compression was applied to achieve hemostasis.there was no reported adverse patient sequela. Though requested, additional information was not provided.